Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the video processor (vp) unit involved with this complaint and completed the device evaluation. Failure analysis investigations was to reproduce/confirm the reported complaint. The vp was installed into the test equipment for functional test. During booting process, the system had warning error and system cannot detect vp change control (vpcc) board. Further investigation shows the warning error related to the vp power distribution (vppd) board. The complaint regarding a repeated error 319 was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure of the vppd board.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the repeated error 319 issue had occurred again. The system logs confirmed the errors reported by the endoscopic controller. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the event occurred during a sigmoid colectomy procedure on (B)(6) 2022. The customer confirmed that they were able to proceed with the procedure after a power cycle and the system worked fine for the rest of the day afterwards. There was no patient injury due to the issue and there was about a 20 minute delay due to the issue. The procedure was completed robotically as planned. No images available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse verified the 319 error and found that during the xi system power down, the endoscope controller (ec) remained powered up. When the xi system was turned back on, the 319 errors occurred since the ec was already powered on. Performing a hard restart shut the ec down, which allowed for a proper startup. No errors occurred when this was done. The ec unit was replaced due to 319 error and since it would not power down but the same issue occurred. Da vinci surgery technical assistance team (dvstat) recommended replacing the video processor since it would not allow ec to shut down. The system was tested and verified as ready for use. The video processor unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. This complaint is being reported based on the following conclusion: the customer had a repeated error 319 issue after the start of the procedure. The fse confirmed and replaced the ec and vp to resolve the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.